Event description:
It was reported that the patient experienced recurring incontinence due to cuff atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. There were no device malfunctions associated with the explanted device. No additional information was reported.